Event description:
It was reported that the power button on the handheld does not work all the time. The handheld was returned to manufacturer for analysis. Product analysis of the handheld confirmed that the power switch on the handheld was damaged and was no longer functional. The cause of the damage to the power switch is unk, but is most likely related with mishandling.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.